Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was emitting beep tones. The patient was evaluated and upon interrogation of the ICD out of range pace impedance measurments were observed, less than 200 ohms. There was also oversensing of r-wave observed as the amplitude have decreased from 10 millivolts (mv) to 2.5 mv. The system will be further evaluated. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region along with potential lead on lead contact.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information was provided that indicates that this patient underwent a revision procedure and this lead was extracted. It was visually observed that there was an insulation break before the distal coil. A new rv lead was successfully implanted along with a new generator. No further complications were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.